Manufacturer narrative:
Unknown; requested but not provided. Unknown; requested but not provided. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient required an explant of the intraocular lens (iol) from their left eye (os). The iol was replaced with another johnson and johnson device, zlb00, 20.0 diopter. The iol will not be returned for investigation. No additional information was provided.

Manufacturer narrative:
Corrected data: upon further review, it was noted to update and replace code hm-unspecified injury with hm-sub-optimal results. Hm-sub-optimal results code would apply in this case (unexpected outcome) since explant root cause is being described in the complaint when there is a difference in power (1.5 difference in power) between replacement lens and original lens. Event at this time is assessed and updated to not reportable. There will no longer be any further reporting under MFR report number 3012236936-2022-02903. Fields below updated: section h6l health effect: impact code: 2271, section h6l health effect: clinical code: 2330 . All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.